Event description:
It was reported that the patient was clinically stable after the implant but during the night, around 6-8 hours later bleeding occurred. The patient was driven to the operating room and during the surgical re-assessment the surgeon saw bleeding from a left intercostal artery. There was no need to re-introduce new inotropes. A surgical repair was performed and an intercostal suture was needed. The patient was extubated the next morning with good outcome.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heart mate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heart mate 3 lvas, serial number (B)(6) , with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heart mate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heart mate 3 lvas, including bleeding. Section 6, ¿patient care and management¿, provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.